Manufacturer narrative:
Device code (B)(4) applies to lead 3889-28, lot# va10c4a . Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va10c4a, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead.

Event description:
Patient did not know if it was for their implant, but they had been getting a lot of cramping in her right foot and toes and hip. With the first implant, doctor told them that it wasn't related, but they turned down stim and it seemed to help. Patient fell off a hover board with the first implant and severed the leads and implant was not working which was why they had to remove the first implant. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for gastrointestinal / pelvic floor.